Event description:
A surgeon reported some patients experiencing fibrin reaction and corneal edema following intraocular lens (iol) implant surgery. He reported that he treated them with medications which led to early pco. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. All info has been requested. This report was mailed to FDA on: 09/09/2009.